Manufacturer narrative:
The cause for the discordant advia centaur xp hbsagii results is unknown. Based on the information provided at this time, the sample would be considered to be initially (B)(4), not false positive. The initial result was greater than 1000 index and the repeat results after centrifugation were less than 0.1 index. The account believes that the initial reactive result was due to the fact that the sample was not initially centrifuged properly. Pre-analytica variables can affect the quality of the sample and deviation from recommended best practices can lead to erroneous results. The limitations section of the information for use (IFU) states: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Customer observed an initially elevated advia centaur xp hbsagii result. The sample was respun and the sample was repeated twice and resulted as negative with both replicates. There are no reports that treatments were altered or prescribed or adverse health consequences due to the elevated advia centaur xp hbsagii result.